Manufacturer narrative:
Authors: christopher j. White, md journal name: journal of the american college of cardiology year: 2010 issue #: vol. 55, no. 16, 2010 title of article: proximal embolic protection a ¿game changer¿ for carotid stents literature reference: doi:10.1016/j.jacc.2009.12.035. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the journal article that atheroemboli could still reach the brain via external carotid collaterals during use of the medtronic percusurge guardwire embolic protection device.